Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch due to low out of range right atrial (ra) pacing impedances. Programming switched to bipolar configuration and ra pacing impedances were still low out of range. The ra lead was reprogrammed to a split configuration with unipolar pacing and bipolar sensing. The physician reported no noise was observed with isometrics. Additional information from the field representative provided the cause of the low ra pacing impedances was not discovered. The physician is planning to replace the ra lead in the future. No other actions have been taken at this time. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch due to low out of range right atrial (ra) pacing impedances. Programming switched to bipolar configuration and ra pacing impedances were still low out of range. The ra lead was reprogrammed to a split configuration with unipolar pacing and bipolar sensing. The physician reported no noise was observed with isometrics. Additional information from the field representative provided the cause of the low ra pacing impedances was not discovered. The physician is planning to replace the ra lead in the future. Additional information provided this pacemaker, and the ra lead were explanted. Another pacemaker was implanted to complete the procedure. This pacemaker has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.